Event description:
It was reported that during a study which was comparing 3 different types of vaccination site bandages over time among both vaccinia-naive and vaccinia-experienced volunteers with respect to recovery of vaccinia, reactogenicity, tolerability, and ease of use. After vaccination, each volunteer was randomized to receive 1 of 3 types of vaccination site bandage: a 5#5-cm gauze bandage (curity gauze sponges sterile) attached with a single strip of adhesive tape, a 6.5#5-cm semipermeable occlusive bandage with a gauze lining (opsite post-op), or a 7.5#7.5-cm foam hydrocellular bandage (allevyn adhesive). It was reported that some patients in the occlusive bandage (opsite post-op) loosening of the bandage during showering or sleeping.